Event description:
It was reported to gore that a patient developed an infection requiring removal of the gore dualmesh plus biomaterial 3 weeks post implantation for the treatment of an incisional hernia. The patient is reported to be doing well post-operatively.

Manufacturer narrative:
Device has not been returned for evaluation. A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. A review of the manufacturing and sterilization records verified that the device lot met all pre-release specifications. Based upon the available information, the exact cause for the reported event cannot be determined, but there is no indication that a device defect or malfunction was involved. The gore dualmesh plus biomaterial is supplied sterile for single use only. The IFU instructs the user: "to help maintain strict asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material." The IFU also identifies the possible adverse reactions with the following statement, "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence" which are consistent with the anticipated, potential complications associated with the surgical procedure itself. All available information has been placed on file for use in tracking, trending and follow-up.